Event description:
It was reported the patient had a spectra implanted on (B)(6) 2013. On (B)(6) 2013 the patient reported he "had a lot of edema that caused me to be in hospital 3 extra days. I have incisions at both sides and head of my penis. I am in a lot of pain still." The patient further reports dissatisfaction regarding length and rigidity. The device remains in use. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.